Event description:
According to the reporter, during a laparoscopic high anterior resection, during the firing of the circular stapler, the device was attached in high rectal tissue. Tissue was deemed normal by the surgeon, no comorbidities present. The device was difficult to remove from cavity. Upon removal of the device, a resistance was felt on the stapler. The surgeon was advise to advance the staple gun slowly forward to break any vacuum and slowly rotate left and right and then gently removed. Stapler remained stuck, and the surgeon tried to remove the stapler and was advised to keep hold of the rotation knob to prevent shaft from opening. After applying more pressure, circular gun came out and anvil was left behind and fell into patient cavity. The surgeon attempted to retrieved by use of rigid rectal scope and the laparoscopic babcock to access the position of anvil and status of the anastomosis. This was unsuccessful and was replaced by a flexible sigmoidoscope to inflate the bowel and retrieved the anvil through used of a sigmoidoscope snare device. The anvil was attached to the snare and pulled out. The surgical time was extended by an hour increasing the anesthetic time. Donuts were inspected and complete. Air leak test was done and no bubble were present. Anastomosis visually inspected and deemed acceptable. The patient will follow normal operation routine but it is expected to be fine and have no complications. Patient medical hi story was cancer.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the anvil disengaged either fully or partially from the device, a component disengaged from the device into the surgical cavity, and there was difficulty removing the device from the patient. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: make certain that the section of tissue to be stapled is free from any metal clips or similar structures, otherwise, the knife blade may not cut. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.